Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned adhered to the bottom of the lens case lid. One haptic is broken in the gusset area (not returned). A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicates the use of a qualified cartridge. The file indicates the use of a non-qualified handpiece and a non-qualified viscoelastic. The root cause is most likely a failure to follow the IFU (instructions for use). The account used an unqualified lens/handpiece combination along with a non-qualified viscoelastic. Company specific iols (intraocular lens) are qualified for use with an company specific qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company specific qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during intraocular lens (iol) implant procedure, the surgeon noticed upon insertion the trailing haptic leg was broken. Back up lens was used. Additional information was requested and received stating that it was a longer procedure and they have enlarged of the main port incision.